Event description:
New information received stated that on (B)(6) 2020, the patient presented to the electrophysiology lab for the lead revision procedure. It was noted that the right ventricular lead also exhibited lead fracture. The lead was then explanted and replaced successfully. The patient was reported to be in stable condition during and post procedure. The extracted lead was discarded by the hospital staff.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon examination. It was found that the right ventricular lead threshold and impedance had increased significantly since (B)(6) 2020 with recorded episodes of non-sustained ventricular oversensing. The physician elected to revise the lead and admitted the patient to the hospital to prepare for the procedure. There were no adverse consequences to the patient.